Manufacturer narrative:
The conclusions are as follows: ¿¿ the device¿s expertise revealed that the power adapter of the subject smartview connect was damaged, leading to the screen¿s functionality failure. ¿ the observed issue most probably resulted from an issue at manufacturing level. ¿ this case is recorded for trending purposes. ¿ once the subject power adapter will be replaced by a new one, the normal functionality will be restored. For more details, please refer to the attached report.

Event description:
Reportedly, the transmitter displays screen 19 then screen 20 without touching anything on the transmitter. When trying press something on the screen, nothing happens, the transmitter does not react. Unable to use the transmitter despite a reboot.

Event description:
Reportedly, the transmitter displays screen 19 then screen 20 without touching anything on the transmitter. When trying press something on the screen, nothing happens, the transmitter does not react. Unable to use the transmitter despite a reboot.